Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the permanent cautery hook instrument had the yellow plastic part broken and the customer found bent hook tip. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site confirmed no fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint that the "broken yellow plastic part and the hook tip was bent.¿ failure analysis found the primary finding of the bent hook to be related to the customer reported complaint. Visual inspection found the permanent cautery hook instrument to have a bent hook near the ceramic sleeve. The root cause of instrument hook bent is typically attributed to mishandling/misuse. Additional observation related to customer reported complaint was that the instrument was found to have an ear of the distal clevis broken. The broken pieces were not returned. Common causes of the failure mode broken instrument distal clevis are typically attributed to mishandling/misuse, such as excess force applied at the permanent cautery hook instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Additional observation(s) not reported by site was that the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. Common causes of the failure mode derailed instrument grip cables are attributed to a component failure. Derailed cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the permanent cautery hook instrument associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used on (B)(6) 2022 via system (B)(4). There were 6 uses remaining after this last usage. A review of the rfe procedure log showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 via system (B)(4). This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device (distal end) that could potentially enter the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.